Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. Microscopic inspection revealed a circumferential tear 12mm proximal of the distal marker band. The tear then extends 18mm proximally. Inspection also revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, upon inflation at 5 to 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, upon inflation at 5 to 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.